Event description:
The event is reported as: complaint alleges as follows: operating room, (B)(6) child, 48 hours after insertion (the balloon was inflated with 3ml of sterile water and gelcat lubricant was used), it was very difficult to remove the catheter. The balloon of the catheter does not inflate, it was inflated again with sterile water and deflated again but a resistance was still encountered while removing the catheter, nitrous oxide needed to be used, consequence: pain for patient. Patient current condition is fine.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.